Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic aorta surgery - "during surgery clips were ejected from the device without being closed. Surgeon had to remove the clips from the patient abdomen. This has delayed the procedure." Patient status - unknown.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.